Event description:
It was reported that; revision surgery was performed for rod slipping out of peddle screw at base of the construct. The pedicle screw and blocker in question were removed and replaced with new screw and blocker to rescuer the screw to the rod.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Deformation was confirmed via inspection of the returned device the most likely cause of the failure is multi-factorial and the root cause cannot be determined conclusively.

Event description:
It was reported that; revision surgery was performed for rod slipping out of peddle screw at base of the construct. The pedicle screw and blocker in question were removed and replaced with new screw and blocker to rescuer the screw to the rod.